Event description:
Depuy spine legal dept was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted as a control subject in a clinical trial being conducted by spinal motion in 2005. Patient had ddd at l4/5. Claim states that the surgeon failed to use fluoroscopy and removed a healthy disc at l3/4. He then implanted charite at l3/5 & l4/5. Patient has had continued pain and complications following surgery.

Manufacturer narrative:
Device is approved for insertion at l4-s1 implantation of the device at l3/l4 goes against the recommendations made in the surgical technique, the instructions for use (IFU) supplied with each device as well as the info presented at the time of surgeon training. Using two charite implants in one patient is also an off label use. Charite is approved for use as a one level implant only. No definitive conclusions can be made. The cause of the patients current condition cannot be determined at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.